Manufacturer narrative:
Technical eval: there were several single axis bends in the proximal shaft, the first and most extreme at 14.5 cm from the hub/shaft joint. There were two more bends in the same direction at 15 and 15.4 cm from the joint and the fourth bend about 45 degrees off axis from the other three at 17 cm from the joint. At the distal end of the catheter, there was an ovalization at 8.5 cm from the tip. The incident was confirmed as reported. Since the complaint was advancing the neuron through an 8f sheath and still encountering resistance higher in anatomy, it seems likely that the proximal damage was not seen until after the incident. The DHR of this mfg lot has been reviewed and a copy is attached. As per FDA guidance on 28aug09, catheter kinks are reportable incidents. A review of the device history record (DHR) was completed on part # 2314-03, (lot# l15900). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4).the parts released in this lot met process requirement.

Event description:
During the case, the physician was able to advance the neuron 070 into the aorta through an 8f sheath but felt resistance. The neuron would not advance past the transition of the cervical segment and the petrous segment of the ica. The physician noted that the vessels were not elongated. The physician then decided to use a guiding catheter from another company and was able to recanalize the vessels. This MDR is associated with MDR 3005168196-2010-00115.